Event description:
A healthcare professional reported an intraocular irrigation leak during a retina procedure. This occurred because the valved trocar cannula continued to open. The procedure was completed using the same product without consequences to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).